Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx39mm coil (encr403912, 8546190) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced them with a new stent and a new microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 31-may-2024 indicated that there was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to the encountered. The prowler select did not kink/bent. There were no procedural delays due to the event. Three portions of a non-sterile microcatheter were received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the enterprise2 4mmx39mm could not be found in the decontamination pouch. The received portions were inspected through x-ray; this to confirm or discard that the involved stent remained inside the microcatheter, the involved stent was not found. The issue reported regarding a stent being impeded at the distal end of the microcatheter could not be evaluated since only the involved microcatheter was returned for evaluation. With the limited information available and the lack of returned components, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device, and no further evaluation could be conducted without the rest of the enterprise device, and concomitant microcatheter. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8546190. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6)section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, anenterprise2 4mmx39mm coil (encr403912, 8546190) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced them with a new stent and a new microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 31-may-2024 indicated that there was no evidence of physical material within the device. Other devices were successfully used with the concomitant device prior to the encountered. The prowler select did not kink/bent. There were no procedural delays due to the event.